Manufacturer narrative:
Two (2) actual sample was received at the plant for analysis. The returned units were labeled for single use. Visual inspection on the returned unit noted fluid inside the bag the device had been returned in. Functional leak testing was performed by filling the bladder with water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the units were monitored until the next day and no signs of leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified for the two events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume folfusors had leaked. One device leaked from the blue winged luer cap after filling, and the second device leaked from an unspecified location. There was no patient involvement. No additional information is available.